Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication sled was faulty and caused the station to remain at a black screen when connected to the power supply. A field service engineer arrived onsite and verified that the station was sitting at a black screen. The engineer disconnected all drawer cables from the communication sled and attempted to power on the unit, but the issue persisted. After unplugging the power cable from the unit for 10 minutes with no change, the engineer disconnected the power cable from the communication sled, and the power supply turned on. Each time the power supply was connected to the communication sled, the station returned to a black screen. The engineer replaced the communication sled, and the station successfully booted up with drawers connected to the main unit. However, when the auxiliary cabinet was attached, the station dropped to a black screen again. A new service order was opened for the auxiliary cabinet. The station powered on successfully, and the application started without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in offline with power source failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in offline with power source failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.